Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported by the parent that on (B)(6) 2020 the user was involved in a car accident. The user was then taken to have the implant examined because the child no longer had hearing benefit from the device.

Event description:
It was reported by the parent that on (B)(6) 2020 the user was involved in a car accident. The user was then taken to have the implant examined because the child no longer had hearing benefit from the device.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.